Manufacturer narrative:
Additional information was received from the local area sales representative that the lead was replaced. The device was explanted and returned for analysis. This report will be updated when analysis is complete.

Manufacturer narrative:
Technical services discussed programming the configuration right ventricular coil to can as measurements were acceptable in that configuration. The available information suggests the system remains in service. Should additional information become available this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that a latitude alert was issued for this cardiac resynchronization therapy defibrillator (crt-d) due to high shock impedance measurements. The device is implanted with another manufacturer's defibrillation lead. Upon device interrogation shock impedance measurements were greater than 125 ohms in the triad configuration, however were 80 - 90 ohms in all other configurations. A lead replacement procedure was being considered. The local area sales representative inquired on lead configuration options. No adverse patient effects were reported.